Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was noted to have a mass near the device pocket that is causing the patient pain. Thus they were sent to a surgeon who concluded that the mass is a lymphatic fistula that is draining from the axilla. The surgeon believed the lymphatic fistula developed due to the placement of the subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the system remains in service. No additional adverse patient effects were reported.